Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, the guide wire had to be wiped down twice and it "felt sticky." The procedure was to treat a lesion located in the right coronary artery that was heavily calcified. During removal of the guide wire, resistance was met with a buddy wire and the guide wire separated in the guide catheter; however, it was easily removed and no intervention was required. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to irregular texture of the guide wire may include, but not limited to, manufacturing, damage to the guide wire, damage to delivery device, anatomical conditions caucusing resistance and/or roughness, user technique, inner diameter of supporting devices, or outer diameter of the guide wire. The investigation was unable to determine a conclusive cause for the reported stickiness or irregular texture. Although a conclusive cause for the reported irregular texture was unable to be identified, the reported difficulty to remove and core separation appear to be related to case circumstances of the procedure. It is likely that the guide wire became tangled with the buddy wire resulting in the difficulty to remove and ultimately the core separation due to manipulation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Ina